Manufacturer narrative:
(B)(6) 2016 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) 2016 - unit repaired by independent repair center. Irs received 4/6/2016. Per the independent repair center, the unit alarms are not functional. The key failure is the power switch has a short circuit. Dealer states this concentrator has failed in the field. The dealer was just reporting his units that recently failed and did not have an issue description. He states the unit has already been sent off to reox and wanted us to be aware that the unit is malfunctioning. He states it failed near the 5000 hour mark. No further information was provided.